Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During an in clinic follow-up, noise resulting in oversensing was noted on the right ventricular (rv) lead. Lead provocation testing was performed and revealed no electrical anomalies. No intervention has been performed at this time to resolve the event. The patient was in stable condition and will continue to be monitored.

Event description:
Additional information received indicated the physician alleged lead insulation damage as the cause of the event.